Event description:
From day one, the guardian 3 sensor is paired to a 670g insulin pump. The pump needs accurate and up to the minute info from the sensor. The sensor is frequently not accurate, being off as much as 100 mg/dl at a time. When you try to recalibrate a large difference, the pump does not know what to do with the real finger stick glucose and the erroneous one displayed by the sensor. On two occasions the reading was in normal range and I was feeling tired and disoriented, took a finger stick and the first event the glucose was 42, the second time it happened it was 28, I almost fell asleep. This is very dangerous! A smart pump needs very accurate info to make adjustments, and the sensor is so inaccurate. This sensor should be pulled off the market until it can be as reliable as the dexcom sensor. Better yet, the 670g insulin pump should allow pairing with a dexcom sensor. Ps: I am sure you all already know this since I just looked up reviews online, and there are many saying the same thing as I am.